Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter in tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through CAPA #503254 and potential causes have been identified. As a result, corrective actions have been established and implemented.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there was an issue with foreign matter inside the tubes. Three tubes out of the case of 100 had the issue of foreign matter. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, before use this batch, the customer found 3 ea. Tubes has fm in the tube, 3 ea. Out of 100 ea. Occurred this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there was an issue with foreign matter inside the tubes. Three tubes out of the case of 100 had the issue of foreign matter. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, before use this batch, the customer found 3ea tubes has fm in the tube, 3ea out of 100ea occurred this issue.